Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at 20.0 to 20.8 cm, 21.7 to 21.8 cm and 22.9 to23.0 cm from the distal tip consistent with friction to another device or feature of patient¿s anatomy.